Manufacturer narrative:
A visual and microscopic examination of the returned product was completed, and the following features were observed: the guidewire is a 3-piece construction, with a coil, core, and ribbon. The coil, core, and ribbon are welded at the proximal end, the coil and ribbon are welded at the distal end. There was a bend on the guidewire located approximately 3cm from the distal end. No anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A finger pull test was carried out on both welds and it was confirmed the two welds are intact. No other damaged was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "improper handling by physician" and/or "operational context" appears to have impacted on the event as reported. The classification as reported was "damaged: fracture/shear" however upon inspection the classification as analysed was determined to be "damaged: bent". There was no evidence of a fracture occurring on the guidewire. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Event: other (please describe in detail in the complaint column). What is the activated clotting time (act)? When did the problem occur? During ripv treatment. When treating ripv with a basket, tension was applied to the catheter tip, causing the guidewire lumen to fall off the catheter tip. Physician comments: patient outcome: no patient injury. Infected: no. Generator/controller: ablation catheter used: other used.